Manufacturer narrative:
This event is supplemental, and the investigation findings will be submitted under target manufacturer report #2916596-2025-06137.

Manufacturer narrative:
Section d4: device serial number was not provided, so the expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient performed a system controller swap due to a persistent alarm.

Event description:
Details provided on 25sep2025 noted that the controller was returned for analysis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.